Event description:
Boston scientific received information that this right ventricular (rv) lead experienced an unspecified and unconfirmed lead problem two years ago and was surgically abandoned and replaced with a non-boston scientific rv lead. New information was obtained indicating the unspecified lead problem was a lead fracture. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.